Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. This report is being submitted due to a retrospective review conducted under CAPA-2017-0007. Submission of this report does not constitute an admission that the importer or manufacturer's product caused or contributed to the event. On 15-september-2016, a field service engineer (fse) was dispatched to the customer's facility to address the reported event. The fse advised the customer to correctly secure the peek tubing to the column. The customer ran hba1c samples. All results were within acceptable range. All errors cleared and the g8 instrument is operational. No further action is required by field service. The most probable cause for error 100 pressure high, error 101 pressure low, and leaking was the peek tubing came loose from the column.

Event description:
On (B)(6) 2016, a customer reported error 100 pressure high then after changing the filter, received error 101 pressure low and leaking on the g8 instrument. Technical support advised the customer to tighten the fittings. The filter began to leak. The customer is unable to run patient samples on hba1c diabetes assay. On (B)(6) 2016, a field service engineer (fse) was dispatched to address the reported event, which resulted in delay in reporting of patient results for hba1c. There is no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.